Manufacturer narrative:
(B)(6). Examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a rotator cuff repair the device broke while performing a subscapularis repair. The device broke inside the patient. There was no patient injury or other complications reported.

Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The top jaw is broken at the suture/needle window. The self-capture feature assembly has broken free of the top jaw. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.